Event description:
It was reported to philips that the device had a red "x" displayed. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device had a red "x" displayed. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported customer issue was not duplicated in the lab. However, prior events, indicated in the log files, do correspond to the customer complaint. The som pca had a wlfs failure.